Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with damaged battery compartment, missing battery door and tamper seal. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated during functional test. No fault was found. Multiple high alarm displayed: cassette not attached properly messages were found however in the event history log, thus it was recommended that the downstream sensor be replaced as a preventative measure. The root cause was unknown. The product is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 24-oct-2022 via email and attached to the complaint object: issues were found during testing, no patient incident.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a latch alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.